Event description:
The pt was bilaterally implanted with prosthesis on 2/1/96. On 2/13/96, the physician noted that the pt had developed an infection and necrosis in both breast. No add'l info regarding this occurrence is available at this time. The MFR will request the return of the device for eval purposes and will continue its investigation of this occurrence.